Event description:
The physician stated that they were able to resolve the low impedance by repositioning the patient. Further follow up confirmed that the physician is aware that low impedance is an indicator of a lead failure and understands that patient re-positioning is not permanent fix; however, the physician does not wish to move forward with any interventions at this point in time. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The physician reported that they received a low impedance error message when interrogating the patient's device. It was reported that the patient has shown improvement with their condition. Additionally, the patient cannot tell if they are having stimulation, however it has been observed in the past that the patient will typically cough and look uncomfortable with setting increases. Multiple attempts have been made to the physician for additional information however no response has been received to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.